Event description:
Procedure: thoracotomy. According to the reporter: the instrument partially fired. Blood loss was reported as 300ml. The pt recovered and was discharged to home.

Manufacturer narrative:
Initial report sent to FDA on 09/22/2009.